Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 18.5 mm from the distal end. The broken tip was not returned. There was scratch on the probe. The fracture surface of the probe showed that crack developed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked when the user activated output contacting with metal or something hard object such as metal clips, stapler, or other instruments, besides the probe was broken off when the probe was subjected to a load. It was also known that the probe was cracked when the user scraped tissue or coagulum on the probe with a sharp instrument, besides the probe was broken off when the probe was subjected to a load. The above device handling has been warned in the instruction manual as follows: do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, and this may lead to damage or detachment. When the probe is contaminated by carbonized tissue, use a piece of moistened, soft gauze to remove the tissue. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the probe may be scratched or break and drop into the body cavity during ultrasonic output. If carbonized tissue is attached to the probe tip, use a piece of soft gauze moistened with detergent solution to clean the probe tip. If the probe is cleaned using a hard object, it may become damaged, which could cause its tip to detach.

Event description:
During a laparoscopic procedure of colon, the subject device was used. In the procedure, the tip of the subject device was crooked. The intended procedure was completed with another device. There was no patient injury reported. On may 13th, 2019, olympus medical systems corp. (Omsc) found that the probe was broken off. This is the report regarding the breakage of the probe.